Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. Customer reported unspecified low readings on the adc compared to unspecified readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reported self-treating with eating followed by insulin (dose/type unspecified) and no third-party treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 5 mmol/l compared to readings of 27.90 mmol/l respectively obtained on an competitor brand meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.